Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/ malposition of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. A96184) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiccough, sore throat, nose congestion and appetite lost. Concomitant products included calcium phosphate (natural) and contraceptives nos for female sterilization as well as acrivastine (benadryl otc), ibuprofen, ibuprofen (motrin), morphine, paracetamol (tylenol) and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), the first episode of fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), depression ("depression"), depressed mood ("sadness"), weight increased ("weight gain"), vomiting ("vomitting"), nausea ("nausea") and arthralgia ("hip pain"). On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient experienced rash ("skin rashes") and urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("back pain"), migraine ("severe migraines"), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), apathy ("lack of motivation"), the second episode of fatigue ("fatigue"), abdominal pain upper ("stomach") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, back pain, dysmenorrhoea, migraine, alopecia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, depressed mood, apathy, rash, urticaria, the last episode of fatigue, weight increased, vomiting and nausea outcome was unknown and the dyspareunia, arthralgia, abdominal pain upper and headache had resolved. The reporter considered abdominal pain upper, alopecia, apathy, arthralgia, back pain, depressed mood, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: due to the chronic essure related pain, she was eventually prescribed medication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2012: confirmed that her fallopian tubes fully occluded. On (B)(6) 2017: exam-ultrasound abdomen complete. History- intermittent pelvic pain for 5 years. Essure implants, 45 years. Technique- transabdominal scans are performed on general electric logic s8 system. Impression- echogenic liver consistent with fatty liver or hepatocellular disease. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vomiting, heavy bleeding, pelvic pain, abnormal bleeding vaginal. Most recent follow-up information incorporated above includes: on 3-may-2018: pfs and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events added: abnormal vaginal bleeding, vaginal tract infection, urinary tract infection, apareunia, depression, depression mood, apathy, device expulsion, rashes, urticaria, vaginal discharge, fatigue, uterine perforation, weight increased, vomiting, nausea, arthralgia, abdominal pain upper, headache. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)/ malposition of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. A96184) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiccough, sore throat, nose congestion, appetite lost, post coital bleeding, irregular menstruation and menometrorrhagia. Concomitant products included calcium phosphate (natural) and contraceptives nos for female sterilization as well as acrivastine (benadryl otc), ibuprofen, ibuprofen (motrin), morphine, paracetamol (tylenol) and tramadol. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6)2013, the patient experienced rash ("skin rashes") and urticaria ("hives"), 5 years 3 months after insertion of essure. In (B)(6)2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), the first episode of fatigue ("fatigue"), migraine ("severe migraines"), urinary tract infection ("urinary tract infection"), depression ("depression"), depressed mood ("sadness"), vomiting ("vomiting"), nausea ("nausea"), arthralgia ("hip pain") and headache ("headache") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("back pain"), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), apathy ("lack of motivation"), the second episode of fatigue ("fatigue") and abdominal pain upper ("stomach"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, genital haemorrhage, back pain, migraine, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction and the last episode of fatigue outcome was unknown, the dysmenorrhoea, dyspareunia, depression, depressed mood, apathy, vomiting, nausea, arthralgia, abdominal pain upper and headache had resolved and the vaginal infection, urinary tract infection, rash, urticaria and weight increased was resolving. The reporter considered abdominal pain upper, alopecia, apathy, arthralgia, back pain, depressed mood, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: due to the chronic essure related pain, she was eventually prescribed medication. Trailing coil: left: 1, right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6)2012: results: confirmed that her fallopian tubes fully occluded.. Ultrasound scan vagina - on (B)(6)2017: results: total bilateral occlusion. On (B)(6)2017: exam-ultrasound abdomen complete. History- intermittent pelvic pain for 5 years. Essure implants, 45 years. Technique- transabdominal scans are performed on general electric logic s8 system. Impression- echogenic liver consistent with fatty liver or hepatocellular disease. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vomiting, heavy bleeding, pelvic pain, abnormal bleeding vaginal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Concomitant condition added. Events : depression, sadness, lack of motivation, vomiting, nausea, skin rashes, hives, severe menstrual pain, urinary tract infection, vaginal infection outcomes were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)/ malposition of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. A96184) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiccough, sore throat, nose congestion and appetite lost. Concomitant products included calcium phosphate (natural) and contraceptives nos for female sterilization as well as acrivastine (benadryl otc), ibuprofen, ibuprofen (motrin), morphine, paracetamol (tylenol) and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), the first episode of fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), depression ("depression"), depressed mood ("sadness"), weight increased ("weight gain"), vomiting ("vomitting"), nausea ("nausea") and arthralgia ("hip pain"). On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient experienced rash ("skin rashes") and urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("back pain"), migraine ("severe migraines"), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), apathy ("lack of motivation"), the second episode of fatigue ("fatigue"), abdominal pain upper ("stomach") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 15-sep-2017. At the time of the report, the uterine perforation, genital haemorrhage, back pain, dysmenorrhoea, migraine, alopecia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, depressed mood, apathy, rash, urticaria, the last episode of fatigue, weight increased, vomiting and nausea outcome was unknown and the dyspareunia, arthralgia, abdominal pain upper and headache had resolved. The reporter considered abdominal pain upper, alopecia, apathy, arthralgia, back pain, depressed mood, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: due to the chronic essure related pain, she was eventually prescribed medication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in september 2012: confirmed that her fallopian tubes fully occluded. On (B)(6) 2017: exam-ultrasound abdomen complete. History- intermittent pelvic pain for 5 years. Essure implants, 45 years. Technique- transabdominal scans are performed on general electric logic s8 system. Impression- echogenic liver consistent with fatty liver or hepatocellular disease. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vomitting, heavy bleeding, pelvic pain, abnormal bleeding vaginal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.